Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer's quality engineering. The results confirmed that the valve and nitinol stent component satisfied all material, visual, and performance standards required for a model #icv1211 perceval heart valve at the time of manufacture and release. Since the device was discarded, no further investigation can be performed at this time. Based on the information available and medical judgment received, the root cause of the reported failure to implant due to perivalvular leak can be traced to a device mis-sizing. Device discarded.

Event description:
The manufacturer was informed on this event through the patient tracking department. Based on the information reported on the patient implant form, a perceval valve model pvs27 was implanted and explanted on (B)(6) 2020. No allegation of a device malfunction nor of a serious injury was received from the site regarding the reported event. The manufacturer obtained the following additional information on the event. The patient was referred for an elective aortic valve replacement due to aortic valve stenosis. The aortic valve was tricuspid in nature with severe leaflet and moderate annular calcifications. The annulus was measured at around 25mm and a perceval xl was selected. During reperfusion, it was apparent that there was a moderate to severe amount of perivalvular aortic valve regurgitation in the region of the left coronary sinus. It was therefore decided to remove the perceval valve and to insert a sutured valve (carpentier edwards perimount magna ease 25mm). The patient has done well postoperatively. Based on the medical judgment on the event, the main problem was a large annular diameter.